Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 8:00 am, the patient developed confusion and shakiness and called 911. The patient's brother located her at a park and gave her soda to consume. Paramedics arrived and performed a fsbg; however, the patient could not recall the result. The patient was then transported by ems to the emergency department (ed) for further evaluation and monitoring. During the ed visit, the patient's vital signs were monitored. At one point during the evaluation, the dexcom cgm displayed 173 mg/dl, while a fsbg showed 158 mg/dl. The patient remained under observation for several hours. Prior to discharge, a fsbg was obtained and measured 191 mg/dl. The patient was discharged home the same day. The patient was reported to be stabilized and discharge with a diagnosis of ¿suspected acute glycemic event with elevated blood glucose¿. At the time of the report, the patient reported being stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.